Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the electrode belt was rubbing against her skin and scratched the skin on her arm. Patient's rehab center put tape on the belt to prevent more rubbing against the skin. The outcome of the irritation is not known.